Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the call service 012 alarm was observed in the pump history. The pump was exercised for 24 hours with no alarms occurring; bolus deliveries were performed and accurately recorded in the history with no alarms occurring. Investigation was unable to duplicate the issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.